Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mild tortuous and mild calcified superficial femoral artery. A 6.0mmx40mmx135cm fg sterling mr, balloon catheter was selected for use. During the procedure, the balloon ruptured after the first inflation until it reaches 6 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
A2: age at time of event: above 18 years old.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mild tortuous and mild calcified superficial femoral artery. A 6.0mmx40mmx135cm fg sterling mr, balloon catheter was selected for use. During the procedure, the balloon ruptured after the first inflation until it reaches 6 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.